Event description:
It reported that a vns patient had their generator and a portion of the lead removed due to an infection. Additional relevant information has not been received to-date.

Event description:
Clinic notes were received indicating cultures showed the infection was (B)(6).

Event description:
Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution.